Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited out of range impedances of greater than 2,000 ohms and non-capture. It was alleged that this lead has not functioned appropriately since implant. The lead was subsequently surgically abandoned and replaced. No adverse patient effects were reported.